Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). Results of investigation: suspect device was evaluated by carefusion's field service technician and was unable to duplicate the reported issue. The reported unit was tested for 30 hours and showed no errors. However, event trace log does indicates that there were two motor fault errors occurred on (B)(6) 2016. Preventative maintenance (pm) was performed on the reported device and was returned to the customer operating to service specifications.

Event description:
The customer reported suspect vela ventilator displayed multiple alarms (transducer fault and motor fault). There was no patient involvement associated with the reported event.